Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins is off on their programmer, but feels really high and like they have ¿a vibrator up their bung hole¿ and it¿s going up their spine. The patient states they had the device off for years because it has never helped with their bladder retention symptoms. It was noted that the patient had a new remote because they lost the other one and wasn¿t sure if it didn¿t work with their device. No trauma or falls were noted to be related. It was confirmed that the programmer says the device is off at 0.0v. The patient also mentioned they could not feel their legs sometimes and their doctor has done testing but it¿s unclear if it is because of their unrelated back issue or the device. The patient will be meeting with their new doctor on (B)(6) 2017. The patient was concerned about damaging their body or paralysis, and stated they wanted the device out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.